Event description:
It was reported that the patient experienced chronic acute pain, starting about 8 years ago. It was reported that "every vertebrae was involved", and the patient had bulging discs, stenosis, scoliosis, and bone spurs. It was also noted that the patient had cracked ribs 3 or 4 different times due to pneumonia. The patient could not give exact dates of when these occurred. It was reported that the patient was currently getting injections in her spine every 3 or 4 months, and this was helping to manage pain she was having in her groin area. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3093-33 lot# v681337 implanted: 2012-(B)(6) explanted: na; programmer model 3037 serial# (B)(4).